Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy. The medication being infused was nicardipine 50 mgm in a 250 ml solution with a volume to be infused (vtbi) of 225 ml, and it was a titrated drug. When the infusion was complete, there was still about 75% of the fluid left in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.